Manufacturer narrative:
This report is being supplemented to provide a correction based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported event of deformed and melted at autoclave was confirmed. This was most like attributed to the temperature of the chamber being particularly high at certain location which led to the item partially melted. However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the mouthpiece melted when placed in an autoclave. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.